Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the recommended programming changes were made to the device however, t-wave oversensing was still observed via remote transmission. Further programming changes were recommended.

Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up. Post-pace t-wave oversensing was observed on stored egm. Reprogramming was recommended and device remains implanted.